Manufacturer narrative:
Correction: medwatch and event being redacted as it is a duplicate; it was previously reported in manufacturing report # 2182207-2008-06713.

Event description:
It was reported that the patient had a small bowel obstruction that was deemed ¿definitely related¿ to the device. Additional information was requested.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).